Event description:
It was reported by service report that the fowler was stuck and latch handle covers were broken with exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.